Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A operating room manager reported that the valved trocars leak as if they "aren't even valved" and this has been a continued issue "for us here particularly for dr. (B)(6)". Additional information received from the surgeon indicated that the valved trocars usually leak immediately after "insertion and removal of the trocar", so they get "plugs ready every time or else put up with the leaks". In addition, he indicated this was particularly problematic because they are used in the silicone cases. No product samples were kept. There was no known harm to the patients. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final lot was identified and a device history record review indicated the product released met manufacturer¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).